Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system sotware version 3.0 with ehanced algorithm for fulid detection, new buffer tubing andseal fittings which reduced bubbles from forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging mdofications for added protection to probes. In adddition, abbott has emphasized to our customers that correct operating procedures must be followe to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sized and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 12/03/96, erratic results were rec'd for the bhcg assay on the analyzer. The following pt results were obtained from a primary tube: undiluted = 0.0 mlu/ml; 1:10 autodilution = <40 miu/ml; and 1:200 autodilution = 1412, which was reported. According to the customer, the sample was fully clotted and without fibrin. The pt was redrawn on 12/04/96 and the following results were obtained: undiluted =0.0 miu/ml; 1:10 = <40 miu/ml; and 1:200=<800 miu/ml. The customer than reran the sample from 12/03/96 and rec'd the following results: undiluted = 0.0 miu/ml; 1:10 = <40 miu/ml; 1:200= <800 miu/ml. A corrected report was sent to the physician. The diagnosis for the pt was an ovarian mass. No report of injury.